Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2019, driveline culture was positive for acid-fast bacillus (afb), later identified as multidrug-resistant mycobacterium abscessus. Her driveline exit site was surgically debrided and treated with a wound vac system on (B)(6) 2019. Transplant identification physicians saw her multiple times but were unable to provide curative therapy. The patient was not a candidate for another pump exchange. The patient was admitted multiple times related to flares in her chronic driveline infection, finally discharging to a nursing home on (B)(6) 2020 as she could no longer care for herself.